Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: the keypad was found to be intact; all keypad buttons were found to be responsive to button presses. The keypad was removed; no contamination was found under the key contacts. The pump was opened to inspect the keypad flex/connector; the keypad flex was found to be seated and the connector was fully closed. The reported response issue with the keypad buttons was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).